Manufacturer narrative:
Device MFR date not available at time of this report. The device has not been returned to the MFR.

Event description:
A medtronic rep reported that the site indicated their inst deg. Percutaneous post is not fully tightening and remains loose. There was no pt present.